Event description:
It was reported that the power cord of carelink monitor got really hot and then was not working. Patient tried different outlets and still no power. A new power cord was ordered. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: model number was made to reflect correct model as 2490c8.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the power cord of carelink monitor got really hot and then not working. Patient tried different outlets and still no power. A new power cord was ordered. No patient complications have been reported as a result of this event.